Event description:
It was reported that the pulse generator of a non-dependant patient could not be interrogated. Three different programmers were used with no success. After a firmware download, normal function resumed and the device could be interrogated.